Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the pdm reset error issue or determine if any product condition could have contributed to the reported hyperglycemia, vomiting, and pain. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient contact that patient's pdm had a reset error message and patient¿s blood glucose (bg) reached "high" while wearing the pod. Patient was seen by a health care professional at the umc facility on (B)(6) 2017 upon experiencing vomiting, head and body aches. The patient was treated at the hospital with insulin, an unknown name, dose or frequency of pain medicine. The patient continued insulin delivery the following day on the "pump" without any noted issues.